Event description:
Caller alleged imprecision with inratio meter. Results as follows: date: (B)(6) 2011, 1st inratio: 1.4, 2nd inratio: 2.2. Testing performed within a few minutes of each other using the same finger. Patient's therapeutic range is (2.5-3.5).

Manufacturer narrative:
Investigation pending.